Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tcr55 cartridge did not have any staples. Another instrument was used to complete the case. There was no consequence to the pt.

Event description:
7/26/2000 add'l info: when affiliate mentioned the tcr55 cartridge, they were referring to the original cartridge, which is considered part of the device. That was their way of describing the cartridge. An actual tcr55 reload was not involved, other than to complete the case.